Event description:
According to available information, physician used their first 24 reconnected device. The patient measured 14 distally and 11 proximally. The physician used a 24cm implant with 1cm rear tip extenders. Physician ended up needing to trim 2.9cm off one side of the tubing and 2.4cm off the other. He feels like the tubing is too long and will continue to use non-preconnected as long as it remains available or until the preconnected tubing is shortened.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback (see (B)(4) for further details). The overall occurrence rate of this type of feedback remains low but will continue to be monitored. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.